Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the insulin gauge was inaccurate. It was also reported that the cartridge was damaged at the ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. It was reported that the insulin gauge was inaccurate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.